Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm saccular abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 24mm. The diameter of the aneurysm entry is 23mm. The proximal neck length by centerline is 32mm. It was reported that during the index procedure deployment of the stent grafts was uneventful; however, after the patient recovered from anaesthesia the patient was found to be in total blindness. The physician performed an MRI and found edema at both sides of the occipital lobe. Apparent diffusion coefficient (adc) was not found at all. Three days post index procedure, the patient was able to sense some light slightly. The physician noted that the endurant stent grafts were not the cause of the event. Per the physician statement evar was not directly related to total blindness. The patient has family history of cerebral haemorrhage; therefore, the patient would have fragile blood vessel genetically. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: patient¿s condition affected effectiveness of device (family history of cerebral haemorrhage and fragile blood vessels), lack of information (cause is unknown); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (family history of cerebral haemorrhage and fragile blood vessels), lack of information (cause is unknown).